Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak.

Event description:
On (B)(6) 2019, the patient was being treated for an abdominal aortic aneurysm (aaa) with gore® excluder® aaa endoprostheses. Upon deploying the main body device, the physician decided to perform a CT scan to check on the deployment of the device. Imaging reportedly showed that the gore® excluder® aaa endoprosthesis opened properly, but its position into the aortic vessel was causing inadequate oversizing. The patient reportedly tolerated the procedure and would be monitored and have a follow-up CT scan. On (B)(6) 2019, the patient had a re-intervention and a gore® excluder® aaa endoprostheses (aortic cuff) placed to solve a suspected type 1a endoleak. Final imaging showed no leak and the patient is reportedly in good condition. They physician stated indicated that inadequate oversizing lead to the endoleak and need for re-intervention.

Manufacturer narrative:
Images from (B)(6) 2019 were returned to gore for evaluation. During the investigation it was found that the right renal artery appeared to be the lowest reanal artery and the length from the right renal to the very proximal portion of the device appears to be ~3.5mm. The length from the right renal artery to the proximal circumferential device appears to be 17.7mm. Aortic diameter just distal to the right renal appears to be 22.0mm and aortic diameter ~8mm distal to the right renal appears to be 21.6mm. Diameter within the device 15mm distal to the right renal appears to be 21.3mm. No endoleak is identified on this time-point.